Event description:
It was reported that device diagnostic testing resulted in high impedance, eos = yes. The patient was referred to surgery. It is unknown if the device was programmed off after obtaining the high impedance reading or if x-rays were taken. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2013. It was reported that only the generator was replaced and that the lead "was fine". The generator was returned for analysis on (B)(6) 2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR inadvertently did not update the date of event. Evaluation codes, conclusions, corrected data: previously submitted MDR inadvertently did not update the conclusion code.

Manufacturer narrative:
Date manufacturer became aware, corrected data: the supplemental #2 MDR inadvertently did not include the aware date in this field. The manufacturer became aware of the supplemental information on (B)(4) 2013 and the MDR was submitted on (B)(4) 2013 (within 30 days of the aware date). The aware date listed on this MDR is the date the manufacturer became aware of the missing aware date on the supplemental #2 MDR and the need for correction.

Event description:
Additional information was received stating that the vns patient¿s device showed high impedance on (B)(6) 2013. The patient¿s neurologist referred the patient for surgery due to a generator failure. During generator replacement surgery on (B)(6) 2013, the lead pin appeared to be fully inserted into the generator header prior to replacement. The surgeon did not observe anything during the procedure that may have contributed to the reported high impedance. The replacement generator was tested with the existing lead and system diagnostic results showed lead impedance within normal limits (impedance value ¿ 2858 ohms).

Event description:
Product analysis was performed on the explanted generator. The elective replacement indicator flag was set; an open can measurement of the battery voltage confirmed that the eri flag had been properly set and the battery was partially depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to a ¿partially depleted battery¿ condition. With the exception of the parameters that associated with a low battery condition, the device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator. Good faith attempts for additional information were unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. If explanted, give date (mo/day/yr), corrected data: previously submitted MDR indicated that the suspect medical device was not explanted; however, the generator is now the suspect medical device and was explanted. Device available for evaluation, corrected data: previously submitted MDR indicated that the suspect medical device was not available for return; however, the generator is now the suspect medical device and was returned. If follow-up, what type, corrected data: previously submitted supplemental report 02 indicated that the suspected medical device evaluation was reported. This was not the suspect medical device at the time of the report; however, this information is now accurate for the suspect medical device corrected on this report. Device evaluated by MFR, corrected data: previously submitted supplemental report 02 indicated that the suspected medical device evaluation was reported. This was not the suspect medical device at the time of the report; however, this information is now accurate for the suspect medical device corrected on this report. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Evaluation codes, corrected data: previously submitted supplemental report 02 indicated evaluation codes for the generator device. This was not the suspect medical device at the time of the report; however, this information is now accurate for the suspect medical device corrected on this report.

Event description:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.